Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. X-rays and medical records were requested but not made available. Info provided stated "old cemented knee came loose. Nothing to do with implants". If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "tibia was loose. New scorpio ts tibia implanted."